Event description:
A report was received that the patient's skin was burned by the battery.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients skin was burned by the battery.